Manufacturer narrative:
The acist angiographic contrast injection system model cvi, serial number (B)(4), was returned to acist on september 17, 2015. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to this event based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the user facility; therefore, no analysis could be made of these items. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the aicst cvi user manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. Based on the testing of the injector, there is no evidence of device malfunction related to this event. The cause of the event is inconclusive. This report is closed.

Manufacturer narrative:
The acist angiographic injection system, model cvi, has been requested to be sent to acist for investigation. Upon completion of the investigation, a follow-up report will be submitted to FDA.

Event description:
User facility reported during a coronary angiography, upon injection, air was injected into the rca of the patient. The initial reporter indicated that the patient observed chest pain for duration 0800-0836, st segment elevation for duration 0800-0809, abnormal heart rhythm (ECG changes that resolved) and decreased blood pressure <90 mm hg systolic. However, the procedure log report provided by the user facility indicated that there were no changes in the patient's hemodynamic condition. The patient recovered on the day of procedure, (B)(6) 2015.